Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. His MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported power loss alarm. The blood glucose value at the time of event was 400 mg/dl. The customer was treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1886. Troubleshooting was performed for power loss alarm and the customer was able to clear the alarm and unable to rewind the pump. Troubleshooting was performed for hyperglycemia. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-1886.

Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: tiny pieces chipped off from the edges of both belt clip rails, cracks in every keypad button except for the go back button, scratched up keypad overlay, scratched case. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. The pump was received without a battery cap. The pump passed the sleep current measurement, active current measurement, and self tests; it failed the rewind test returning a pump error 37 each time. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests due to the recurring pump error 37s. No unexpected ¿low battery¿, ¿replace battery¿, "insert battery", ¿battery failed¿, or "power loss" errors were noted during testing. Thump software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the adapt tool, or in the power management graph. The adapt tool lists the following battery related alerts/alarms around the event date: 73 = change battery occurred at (B)(6) 2025 09:39:00; 58 = failed battery test occurred at (B)(6) 2025 at 10:13:44. The adapt tool lists the following low battery/battery insertion cycles in reverse chronological order: battery cycle 5.0 received the lowbatteryalert (104) on (B)(6) 2025 at 00:08:00 after more than 7 days at 13.09 days; battery cycle 1.0 received the lowbatteryalert (104) on (B)(6) 2025 at 15:31:00 faster than expected at 5.87 days. One cycle is less than 7 days indicating that the pump fails the battery life test. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. While attempting to turn the gearbox with a set of pliers it turned too easily as if the shaft was separated from the motor assembly. In summary, the customer¿s report that the pump does not rewind was confirmed during testing. The pump error 37s are due to a disconnected motor shaft. According to the battery duration failure analysis instructions, the customer did experience an unexpected power loss of less than 7 days per the pump history records suspecting a hardware issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.